Event description:
The customer reported the battery's membrane prevented the battery from connecting to the device. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.